Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7lpm blood gas flows) the results as reported below: 348 ml/min 02 xferc 223 ml/min co2 xferc 110 mm/hg delta pblood conclusion: reason for the return was undetermined. Additional info h6: updated the annex b code and the annex c code additional info b5: medtronic received additional information that the patient was on cardiopulmonary bypass for 90 mins when the issue occurred. Gas transfer issue was resolved by adding a second oxy in line. Additional info d4: expiry dates updated additional info h4: manufacturing date updated additional info d9: device evaluated and return date updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that gas exchange issues and high partial pressures of oxygen (po2) at 100% fraction of inspired oxygen (fio2) were observed with the affinity nt oxygenator device. The device was not damaged, and no clotting, thrombus, or fibrin was observed in the circuit. The device was replaced to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.